Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The field service technician was able to verify the oxygen blender was out of specification. Field service then replaced oxygen blender. It is unclear if there was patient involvement with this event. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer.

Event description:
The customer reported the model ltv (lap top ventilator) 1200 ventilator was sent in for repair and the o2 blender was more than 20% out of specification on 80% oxygen. At 80% the blender was delivering 58%. The customer has not reported if there was any patient involvement associated with this event.